Event description:
It was reported that shaft break occurred. A direxion hi-flo transend-18 system catheter-infusion was selected for use. During the procedure, an idc-18 coil was successfully deployed. A second non-bsc coil was selected. However, during advancement, resistance was encountered. It was unable to pull back or deploy the coil. Upon removal, the catheter outer tube was found broken. The inner lining was intact, the catheter was withdrawn in one piece. The procedure was completed with a different device. No complications were reported, and the patient was stable.

Event description:
It was reported that shaft break occurred. A direxion hi-flo transend-18 system catheter-infusion was selected for use. During the procedure, an idc-18 coil was successfully deployed. A second non-bsc coil was selected. However, during advancement, resistance was encountered. It was unable to pull back or deploy the coil. Upon removal, the catheter outer tube was found broken. The inner lining was intact, the catheter was withdrawn in one piece. The procedure was completed with a different device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the direxion hi-flo microcatheter was returned for analysis. Visual examination revealed that the catheter shaft showed a nickel shaft fracture. Media inspection of the photo was reviewed which showed the device was fractured.